Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3244489. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024, when the nurse was giving the patient intravenous infusion, the separator membrane leaked when the infusion port was pumped back to flush the tube.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.